Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic procedure, the device caused a burn around the trocar site. The current patient status is alive with no injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The device came with heat damage along the central shaft. The device functioned properly and a continuity test confirmed there were no issues with the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the damaged device may occur when the uninsulated metal part of another cautery instrument comes in contact with the device causing the plastic to melt. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received occurred during a laparoscopic procedure to remove endometriosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.